Event description:
A customer located in canada contacted mallinckrodt on (B)(6) 2024 to report they experienced a delivery failure alarm with their inomax dsir plus device while a patient was receiving inhaled nitric oxide (no) therapy. There was no report of patient harm associated with this event. The complaint device was returned to mallinckrodt for investigation. A delivery failure alarm due to a main supply voltage below tolerance was identified by a mallinckrodt employee during a routine service log review. Further review of the service log determined that a low battery alarm did not occur prior to the delivery failure alarm. As a result, these service log findings meet the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of inhaled nitric oxide (no) at the time of the incident.

Manufacturer narrative:
Reportable malfunction with inomax dsir plus (B)(6) was documented and investigated under comp (B)(4) . A review of the device's service log revealed that a delivery failure alarm occurred due to the main supply voltage being out of tolerance (valid range: (B)(4) to (B)(4) counts, actual value: (B)(4) counts). Further review of the device's service log determined that a low battery alarm did not occur to prompt the user to plug the device into a power source. A low battery alarm should have occur prior to the delivery failure alarm to prevent the out of tolerance main supply voltage condition. The regional service center (rsc) did not experience a delivery failure alarm without a low battery alarm during testing of the returned device on battery power. The root cause for this occurrence was determined to be battery fuel gauge drift. As a result, the device's battery was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.